Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
It was reported that while unpackaging, the suture trimmer was missing from the package. The snared knot pusher was used to push the sutures down and a scapel was used to cut the sutures. There were no reported adverse patient sequale. Though requested, no additional information was provided.